Event description:
It was reported that when using the bd pyxis medstation system 5nwa drawer failed, which hindered users from accessing medication for a patient. This incident resulted in a delay of 10 to 15 minutes to patient care, as nurses had to either obtain the medication from the pharmacy or retrieve it from an alternative pyxis unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a drawer failure had occurred at the station. A field service engineer replaced the control module on full height drawer 6, due to no visible malfunctions with the insep latch or the hall effect sensor, in order to resolve the issue. Additionally, preventative maintenance was performed on the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.